Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, cardiac tamponade was discovered by intracardiac echo (ice) and confirmed by echocardiogram. Pericardiocentesis was performed to remove 1 liter of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient was planned to have cardiothoracic surgery. However, there was no confirmation that surgical intervention was performed. Extended hospitalization was required, as a result of the adverse event. The event was assessed as life threatening. Physician¿s opinion regarding the cause of the adverse event is that it was a procedure complication. Transseptal puncture was not performed during the case. The generator was used in power control mode. The power did not titrate during the ablation. The flow rate was set within standard settings for stsf catheter. No error messages were observed on any biosense webster inc. (Bwi) equipment. The patient was administered and unknown anticoagulant. However, the activated clotting time (act) at the time of the event, was unknown. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase, post catheter connection to the carto® 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. On 6/26/2019, additional information was received from the bwi representative that a surgical intervention was planned. However, the bwi representative was unable to confirm if it was performed. Although when he left, the plan was confirmed to go to surgery, due to surgeon¿s concern for return of pericardial effusion. Per this information ¿surgical intervention¿ patient code is being added. Despite the fact that there was no confirmation if surgical intervention was done or not. It was confirmed that the surgeon planned to perform surgical intervention due to the concern of pericardial effusion return.